Event description:
It was reported that the ilet user experienced elevated blood glucose after a supply change and again upon waking, with a reading of 400 mg/dl. The user then disconnected from the ilet and used subcutaneous insulin via pens for the weekend, reporting that an unfamiliar inset, received from the supplier instead of the usual set, was not inserted correctly, which the customer associated with the high blood glucose. Symptoms included hyperglycemia and diarrhea. Outcomes included a delay to therapy while the user transitioned off the pump to insulin pens. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was not established.